Manufacturer narrative:
This incident was not reported on time due to human error. During initial report, no part number was provided. Additional information was received afterwards with the part number and the report was omitted by mistake.

Event description:
Allegedly, this patient was revised due to infection and not a failure of the neck. All of the components were revised due to infection, not due to component failure. It had been implanted for a number of years. The neck was left attached to the removal device and was left in the instrument tray as an oversight following the end of the surgery. Additional information received on 02/01/2024: shell and liner looked to be another supplier.